Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one silicone bulb evacuator was received with 2 drainage tubes. Visual evaluation noted that there were no markings on either of the drainage tubes. This fails to meet specifications as the markings should be neatly inked and must not get unpainted. The markings should have been on the drain per specifications. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be omitted operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that the drain device was found not to be graduated after use. There was no black scale on the drain tube. Per additional information via email from ibc on 23sep2020, there was no black scale on the surface of the drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain device was found not to be graduated after use. There is no black scale on the drain tube. Per additional information via email from (B)(4) on 23sep2020, there is no black scale on the surface of the drain.